Event description:
A malfunction alarm identified as malf 15 was reported, and there was no indication of adverse impact to the customer's blood glucose level. Although the customer initially did not reset the pump for this malfunction, technical support provided pump reset information and assisted the customer with resetting the pump. After resetting, the malfunction did not recur, and the customer was advised to continue using the pump but to call back if any malfunction code reappeared.